Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Review of the primary surgical notes suggest that the components were implanted with the correct fit and orientation as per the surgical technique. The revision surgical notes state that during the procedure, the surgeon found "an exuberant amount of hypertrophic synovium, and the femoral component was loose and greatly undermined, especially on the medial side." The femoral component was "carefully removed from the scar tissue, which had developed underneath". "A large defect up the side along the medial femoral condyle" was observed. Per the package insert of the femoral component, pain and loosening of the prosthetic knee components are known adverse effects of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.